Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during drain 3/4 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause. The batch review was not performed because the lot number is unknown. Label review was not performed no user error was suspected. The root cause of the reported problem of is currently being investigated through CAPA number (B)(4).

Event description:
A customer contacted baxter's global technical service center to report a system error 2240 alarm (indicating air) on the homechoice device during drain. The technical service representative (tsr) checked the set and found there were no leaks and he didn't disconnect from the setup. The tsr instructed the patient to discard the supplies and to call the nurse. Follow up with the nurse revealed that the patient did not call regarding the alarm. The nurse did confirm that the patient is doing well and continuing with dialysis. No medical intervention or patient injury was associated with this report.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Should additional information become available, a follow up MDR will be submitted.